Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects in the distal end and the nozzle, as well as a burn on the c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Also, based on the results of the investigation, the most probable cause of the complaint for the c-cover has a burn is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.